Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 3645 on a vitros 5600 integrated system. An instrument issue was the most likely cause of the non-reproducible, higher than expected vitros tropi es result. The instrument failed multiple marker precision tests carried out by both the customer and an ortho fe. Following extensive service actions by the ortho fe including replacing the incubator outer ring, heater plate, evaporation cover and wear pads, a marker precision test performed indicated acceptable instrument performance. Therefore, it is concluded the service and maintenance actions performed by the ortho fe has resolved an instrument issue that could have potentially caused the higher than expected, non-reproducible troponin I result the customer obtained. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3645.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample result of 3.07 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. No treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for the sample. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).